Event description:
A us distributor reported that a battery charger will not power on.

Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (will not power on) was isolated to a damaged power jack. The root cause for the damaged power jack was unable to be positively identified. There was no adverse event that resulted from the damaged charger.